Manufacturer narrative:
H.6- the specific device used on pt was not returned to the MFR for evaluation. The remainder of the lot was inspected for seal integrity of the inner and outer package seals. The lot contained devices with breached seals in both the inner and outer pouches.

Event description:
In june 2005, arthrocare u.k. Was notified of a potential loss of product sterility due to a suspected breach in the outer and inner package seals for the 70 mm caps-lock cannula, lot 1905. The 70 mm caps-lock cannula was used as an accessory device in an arthroscopic procedure of the shoulder in 2005. About two weeks later, arthrocare sunnyvale (owner/operator of arthrocare UK) contacted the facility to request add'l info. On july 1, 2005, the chief clinical officer informed arthrocare sunnyvale that the seals on the inner and outer pouch were placed too close to the edge of the respective pouch. Arthrocare sunnyvale requested that any unused products be shipped back to arthrocare. The unused products were received on july 8, 2005. The breach in the inner and outer pouches were confirmed by arthrocare. The hospital reported the pt was contacted and requested to return to the hospital for a cbc. The pt has not returned for add'l testing and is reported to be doing well. The hosp reports that there has not been a report of an infection or adverse event following this procedure.